Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the lens tore upon insertion. The lens was removed without any patient injury.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that part of the optic had been torn off. There was evidence of a clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.